Event description:
It was initially reported that the catheter was cut during a surgery. No further information was provided. Additional information provided later indicated that during another surgery, the ¿ortho pulled the catheter out of the intrathecal space thus making the need to reinsert a spinal segment catheter and connecting it¿. Patient had no symptoms and besides this, the catheter had no issues; patient underwent a revision however, no devices were explanted. They added a new catheter (8598a) and connected at spinal incision. Per reporter revision procedure went well; patient outcome was not known to the reporter. Drug via the device was baclofen 2000mcg/ml.

Manufacturer narrative:
Catheter model #8709sc, serial #n296499015, implant: 2011 (B)(6); remains implanted. (B)(4).

Event description:
Additional information received reported that the patient¿s device was used to infuse gablofen. It was noted that the ¿line¿ was noted to be cut 2 degree to orthopedic surgery. It was reported that an immediate revision of the catheter was performed. It was noted that the patient was having no problem at the time of report. It was reported that the pump was not removed.